Event description:
A surgeon reported that the vitreous cutter did not work during the vitrectomy procedure. They were able to complete the case by cutting with scissors which caused a 20 minute delay. There was no pt harm.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).